Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in the service report, replacement of the expiratory cassette seal solved the issue. The valve membrane gets more rigid during use and cleaning and the membrane¿s rigidity affects the offset current for the expiratory valve coil. When the limit for the offset current is passed (range 0.06768 - 0.15684 a) the test fails. The expiratory cassette is only measuring and its failure would not affect ventilation. Therefore, this situation is not-safety related, the issue will be noticed before use and appropriate measures can be taken. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the seal.

Event description:
Manufacturer's ref. #: (B)(4).